Event description:
During the eval of the returned samples for a different reportable event, results noted a tubing leak in one of the transfer sets.

Event description:
2 incidents of the twist clamp on a transfer set would not occlude the tubing when in the closed position. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with these incidents.